Event description:
It was reported that a remote monitoring transmission indicated that a lead warning had triggered approximately two months earlier due to low bipolar impedance on the right atrial (ra) lead. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 693558, lead, implanted: (B)(6) 2011. (B)(4).